Event description:
Patient was undergoing thoraco-lumbar fusion. Surgeon was drilling down the pedicle of the spine. Drill bit had a 3mm cutting burr. Drill tip broke off inside the bone. Tip unable to be retrieved. No injury to the patient. No intervention required.